Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5063256) in united states on 19-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer believed the essure device has caused a lot of neurological issues. Since (B)(6) 2016, she had experiencing headaches, vertigo, ringing in ears, blurred vision, floaters, pelvic pain, tremors, numbness in the extremities, brain fog, confusion, muscle weakness and anxiety. She had been to the ER (emergency room) twice and a nurse practitioner four times. She had an eeg (electroencephalogram) test, blood work done, CT (computerised tomogram) scan, and MRI (nuclear magnetic resonance imaging) and everything has come up fine. She was going to see an allergist because she believed she had nickel allergy and thought the essure has cause some kind of autoimmune disease. She had the coils removed in 2016 and was yet to see any improvement. She will go back to the ent (understood as ear, nose and throat physician) in 2016 and will be asking for a referral to the neurologist. She mentioned hospitalization as event outcome but did not specify the event. Follow-up cannot be pursued as reporter contact information is not available. Quality-safety evaluation of product technical complaint (ptc) received on 05-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She had essure coils removed. The event was considered serious (the term hospitalization was only mentioned as event outcome and the reporter did not specify it) and is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, other serious event thought the essure has cause some kind of autoimmune disease (unlisted, unrelated) and non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Follow-up cannot be pursued as reporter contact information is not available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.